Event description:
It was reported that this patient experienced high pacing thresholds and loss of capture from this right ventricular lead due to perforation of the heart wall. This perforation was identified with x-ray. As a result, the lead was surgically explanted and replaced by a new lead. No additional adverse patient effects were reported.